Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone on the jaw of the vasoview hemopro 2 was coming off. Nothing fell into the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The heater wire appeared physically damaged and mangled. A tear was observed on the silicone at the tip of the hot jaw where the heater wire had detached. While we are unable to conclusively determine the root cause, this problem is consistent with the improper insertion of the tool into the cannula. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).